Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: how much blood was lost (ml)? 0 ml. Did the patient require a transfusion? No. Was the patient on blood thinners prior to the procedure? Unknown. Was the patient receiving any anti-coagulation therapy post-operatively? Unknown. Did the patient have an additional tests or procedures related to the bleeding (additional lab work, re-operation, scoped, blood products, fluids, etc)? No. Did the post-operative care change based on the bleeding? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the doctor performed the gastric pouch performed hemostasis because the line of brackets was bleeding. Once finished he performed the intestinal anastomosis, when he would perform the gastrointestinal anastomosis he realized that there was one of the line of brackets that will be open so he must have reinforced with suture and indicated to be concerned about this situation.